Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap was detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on the observed metal cap detachment finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in metal cap detachment.

Event description:
It was reported that the fiber was returned without any information. Analysis of the returned fiber identified that the metal cap was detached and not returned.